Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The product was returned and evaluated. There were no abnormalities found upon visual inspection. Upon running the pump with a lab purge cassette, the low purge pressure and high purge flow reproduced with pp at 200 mmhg and purge flow at 30 ml/hr. There were no leaks observed. The data logs also show low purge pressure from the beginning with purge flow at ~30 ml/hr. The glucose concentration was increased and after that, the purge pressure rose to 350 mmhg. The purge flow slightly decreased multiple times after the glucose increase but remained near 30 ml/hour the entire time. No other abnormalities were seen with the data logs. Although the pump passed all checks in manufacturing and was built to specification, it is likely that the tolerance stack up of the specific components of this build lead to less resistance and higher purge flow. The root cause of the low purge pressure was most likely a design limitation of the pump since the purge pressure increased after increasing the purge fluid's glucose concentration. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that following impella cp implant, a purge pressure low alarm appeared. The purge cassette and automated impella controller were replaced, but the issue persisted. The purge fluid concentration was subsequently increased to 50% glucose and the purge pressure began to normalize. Support was continued with the implanted pump with no noted harm to the patient.